Event description:
It was reported that during a da vinci assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient when the mcs instrument was pulled out through the trocar. The tip cover accessory was found in the situs and retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the surgeon and obtained the following additional information: the mcs instrument and the mcs tip cover accessory were inspected prior to use and no damage was found. The mcs tip cover accessory went up hard as usual. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. There was no difficulty in removing the mcs instrument and the mcs tip cover accessory, however, there was a novice assistant at the table. He has no experience as a comparator. The mcs instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The mcs instrument and mcs tip cover accessory were in use for 4 hours. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. The operation was prolonged by approximately 30 minutes due to this problem. The procedure delay did not occur during critical steps for the patient. The total operative time was 240 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Information for the mcs tip cover accessory does not get captured in the logs, so no log reviews were available. No image or video clip for the reported event was available for review. This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure.